Manufacturer narrative:
The lot was manufactured between february 28, 2022 - march 01, 2022. H10: three (3) devices were received for evaluation. Visual inspection was performed and a damaged section of the silicone tubing was observed in sample one only. Repeater pump system level testing was performed on all three samples and a leak was observed from the tube set silicone tubing section in same area of damage with sample one only. Under magnification a tear/hole damage approximately 1.0 inch in length along the silicone tubing of sample one was verified causing a leak. The reported condition was verified for sample one only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set leaked from the hose. This was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.